Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, the device was unable to be interrogated. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with normal telemetry and normal output. Analysis performed noted high leakage battery current. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.